Event description:
This case is cross referred with the case (B)(4) (cluster). This sponsored solicited case was received on (B)(6) 2017 from a physician via patient support program. Patient ID: (B)(6); country: united states. Study title: (B)(6). This case concerns a patient of unknown demographics who received treatment with synvisc one injection and later after unknown latency experienced an allergic reaction. No relevant medical history, past drugs, concomitant medication and concurrent conditions were reported. On an unknown date, the patient initiated treatment with synvisc one injection (dose, route, frequency, indication, batch/lot number and expiration date: not provided). On an unspecified date, after unknown latency, patient experienced allergic reactions to synvisc one. It was reported that the patient had knee aspirated and injected with steroid, one in office and one in emergency room (ER). Action taken: unknown. Corrective treatment: steroid and knee aspirated. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter's causality assessment: unknown. Company causality assessment: associated. Seriousness criteria: required intervention.

Event description:
This case is cross referred with the case (B)(4) (cluster). This sponsored solicited case was received on (B)(6) 2017 from a physician via patient support program. Patient ID: (B)(6); country: united states. Study title: osteoarthritis community for hcps. This case concerns a patient of unknown demographics who received treatment with synvisc one injection and later after unknown latency experienced an allergic reaction. No relevant medical history, past drugs, concomitant medication and concurrent conditions were reported. On an unknown date, the patient initiated treatment with synvisc one injection (dose, route, frequency, indication, batch/lot number and expiration date: not provided). On an unspecified date, after unknown latency, patient experienced allergic reactions to synvisc one. It was reported that the patient had knee aspirated and injected with steroid, one in office and one in emergency room (ER). Action taken: unknown. Corrective treatment: steroid and knee aspirated. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter's causality assessment: unknown. Company causality assessment: associated. Seriousness criteria: required intervention. Additional information was received on (B)(6) 2017. The global ptc number with ptc results were added. Text was amended accordingly.